Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+, dilated left atrium, tethered leaflet, very restricted leaflets and coapation gap. Two triclips were inserted and deployed on the tricuspid valve without issues. A third clip, a triclip xtw was inserted and deployed on the tricuspid valve. However, post deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the tr was reduced to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to very tethered leaflet. There is no indication of a product issue with respect to manufacture, design or labeling.